Event description:
The customer reported that the left monitor on the system would not boot up and the motion controller would not work. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The software and configuration files were reloaded. The cine drive and the touch screen were replaced. The system was tested and operates as intended.